Manufacturer narrative:
This device has not been received by this manufacturer an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met is specifications. Should further relevant details become available; a supplemental medwatch report will be filed under the appropriate sequence number. We are unable to determine the relationship between this device and the cause for this time. Our direction for use outline approriate placement access and maintenance procedures.

Event description:
The complainant has reported that a female pt (age unk) underwent a therapeutic procedure for placement of a biliary wall stent. The clinician was unable to pass the wall stent endoscopic biliary endoprosthesis over the guidewire. Another type of guidewire was attempted without success. The procedure was completed with a different device. The patient did not sustain any complications or ill effect as a result of the guidewire stent fit issue. The patient condition is reported as stable at completion of the procedure.